Event description:
One discordant troponin result was generated by the advia centaur system. The attending physician questioned the result and the sample was repeated and yielded a result within expectations. The retest result was reported out. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After reviewing the instrument data and examining the system, the fse determined that the cause of the discordant troponin result is not known. The fse decontaminated the system, performed probe alignments then ran quality controls and a precision run. The instrument is performing within specifications. No further evaluation of the device is required.